Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm stated that the fiber optic test passed testing; however the waveform did not show for the external input signal. To address the issue the stm replaced the fiber optic assembly and front end board. Test showed proper operation, the stm then verified that the iabp properly calibrated and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed fault #53 (fos continuous bit failed); not giving a fiber optic waveform. There was no patient involvement, thus no adverse event was reported.